Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #unk, unknown zimmer stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised for an unknown reason. During the surgery, corrosion was noted.

Manufacturer narrative:
Information has been received and the device that has contributed to the reported event is manufactured by zimmer (B)(4). Please reference 0002648920-2016-00840.

Manufacturer narrative:
The reported event has previously been reported. Please reference 2648920-2015-00437.